Event description:
It was reported that the patient presented in hospital after receiving multiple inappropriate shocks for suspected atrial fibrillation with rapid ventricular response. Upon interrogation, the device was found in backup vvi mode with no defibrillation capabilities. It was noted that the device had reached eri two months prior. The device was explanted and replaced. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of backup vvi mode was verified in the laboratory. Review of device diagnostics indicated that the patient had a vt storm, which resulted in numerous successive hv charges within a short period of time. The amount of charges depleted the battery to below eos voltages which resulted in a power-on reset. The device was tested on the bench and no anomalies were found. The root cause of the device reset is battery depletion beyond eos due to device usage.